Manufacturer narrative:
The tech found the head brake caster stems are broken most likely due to normal wear and tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 through 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the head brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the head brake casters are not holding while in brake. The bed was located in the basement down bed area at the facility. There was no pt/user injury reported. (B)(4).